Manufacturer narrative:
1038671-2024-04031. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 4 years after the initial procedure the patient had a left knee revision on (B)(6) 2020 due to accelerated and preventable wear. However, during this procedure, the patient was re-implanted with a recalled truliant polyethylene tibial insert (serial #:(B)(6)). There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4499722 02-010-03-0240 - logic cr femoral cem, left, sz 4 4524588 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4410258 200-02-41 - three peg patella 41mm 3948333 521-78-31 - threaded pin size 2.6 collarless 2pk 4532929 521-78-31 - threaded pin size 2.6 collarless 2pk pending investigation